Event description:
Additional information was received indicating the physician does not allege a malfunction of the right ventricular lead caused or contributed to the increase in high voltage impedance.

Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected the increase in impedance was due to rv lead encapsulation of tissue. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.